Event description:
Electrode tip left in the joint. Patient complained about pain/discomfort 3 months after op x-rays were taken and it showed a metallic fragment left inside, this was not noticed during op.

Manufacturer narrative:
The complaint device was not received. However, the picture provided confirms that the metal tip is broken and separated from the shaft. Without physically examining the device, a root cause for the event cannot be determined. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. This failure was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. (B)(4). Should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.